Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the ail sensor assembly. A review of the device history record for sn (B)(4) was performed from date of manufacture 06/08/2006 to present date 12/02/2020, and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device would alarm for air in line, then patient side occlusion, and would bounce back and forth between the two. It was also reported the device "would not run." There was no patient involvement.